Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion was not confirmed through a review of the logs or reproduced during laboratory testing rate accuracy testing was performed on the suspect pump module. The device was found to be operating within specification. The review of the pcu event logs began when the pump module was attached as channel d on 29 april 2025 at 5:09 pm, a guardrails infusion of lidocaine (drugid=430) was programmed with rate of 15 ml/h and vtbi of 150 ml. At 5:25 pm the infusion started and was completed as expected on 30 april 2025 at 3:25 am. Once the previous infusion was completed, at 3:25 am the user set vtbi to 40 ml and started a new infusion with the same parameters of the previous infusion, at 6:05 am the infusion was completed successfully. Between 6:06 am to 7:45 am another infusion with the same parameters started, a few minutes after user changed vtbi to 230 ml, the infusion was stopped at 9:13 am by a keypress ¿channel off¿. Since 9:30 am until 10:15 am the pump module alarmed for ¿flo stop open¿ twice for a second, door was closed and at 10:18 am a new infusion of vasopressin with rate of 12ml/h and vtbi of 24.87ml started. At 10:38 am user pressed ¿pause¿ key and the pump module was turned off. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the administration set could not be performed since the incident administration set was not returned for investigation. It is not known if any of the following condition may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v9.33), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: device opened for investigation, please re-torque all screws. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause for the reported issue of an over infusion event was not able to be determined, the pump module was found to be infusing within specification, no anomalies were found during laboratory testing. However, internal inspection found sings of contamination inside the rear case as well as corrosion on motor controller board. Note that this report lists imdrf annex a0404, a1801, a040502, g0301201, g04037, g04067, g02017, c23, c0601, d11, d15, d02, d0302 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that there was an over infusion event regarding a bolus of lidocaine. There was patient involvement, but the outcome is unknown. Although requested, further information was not provided.

Event description:
It was reported by the customer that there was an over infusion event regarding a bolus of lidocaine. There was patient involvement, but the outcome is unknown. Although requested, further information was not provided.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.